Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following: it was reported by customer that on (B)(6) 2024 at 1800 dose of antibiotic was hung via secondary line in a minibag. Upon start of shift at 0800 assessment, discovered that this bag from previous night was still full. The medication was yellow vs the clear IV fluids in primary bag, indicating medication was full and not given. Minibag was unclamped and higher than primary. Pumps delivered to biomed with consumables and primary bag found hung with hanger folded in half (not fully extended) which could have contributed to event. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: unknown, batch number#: unknown. It was reported by customer that on (B)(6) 2024 at 1800 dose of antibiotic was hung via secondary line in a minibag. Upon start of shift at 0800 assessment, discovered that this bag from previous night was still full. The medication was yellow vs the clear IV fluids in primary bag, indicating medication was full and not given. Minibag was unclamped and higher than primary. Pumps delivered to biomed with consumables and primary bag found hung with hanger folded in half (not fully extended) which could have contributed to event. There was patient involvement, but the outcome is unknown. Rcc received a complaint via email. Creating complaint for disposables. It was reported that on (B)(6) 2024 at 1800 dose of antibiotic was hung via secondary line in a minibag. Upon start of shift at 0800 assessment, discovered that this bag from previous night was still full. The medication was yellow vs the clear IV fluids in primary bag, indicating medication was full and not given. Minibag was unclamped and higher than primary. Pumps delivered to biomed with consumables and primary bag found hung with hanger folded in half (not fully extended) which could have contributed to event. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
It was reported that there were flow issues. One primary set and one secondary set were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and the secondary set was primed with blue dye water. An infusion run was performed at 125 ml/hr for one hour. During the infusion the pump was pulling from the secondary set. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.